Event description:
A patient's catheter had dislodged from the intrathecal space. It was indicated that there were no patient signs or symptoms. The catheter was revised/spliced on (B)(6) 2009. The patient's outcome was resolved without sequelae, as determined on (B)(6) 2009. The type of medication, concentration, and daily dose being administered via the pump was not reported. Add'l info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).